Event description:
The patient communicated that the power cord sparked when the unit was turned on. There were no adverse consequences to the patient due to the sparking and the unit and power cord were replaced.

Manufacturer narrative:
One cardiomems power cord 110v and patient electronic system (pes) was returned. External and internal visual inspections of unit revealed no discrepancies or discernible damage. Pes turned on properly for all tests. Power to unit never interrupted and no sparking was noted while moving cord around.